Manufacturer narrative:
Batch review performed on 1 december 2022: lot #: 2215682: (B)(4) items manufactured and released on 27-jul-2022. Expiration date: 2027-jul-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection: the pictures show that the drill bit broke at the beginning of the fluted portion and that the four broken prongs of the screw and the inner locking screws were removed properly. No deviation from the surgical technique is noticed. The event may be related to the high quality of the patient's bone as two separate independent cases happened during the same surgery. We did not receive the screwdriver involved in the complaint and neither its lot.

Event description:
During primary surgery, during glenoid preparation, the drill bit for polyaxial screw broke and the broken piece was left in the patient bone. Then, when inserting the anterior polyaxial locking screw l34, one of the prong broke. Placement of the screws was done using screwdriver. In the attempt of removing the screw with a competitor removal device, the tip of removal device broke inside the screw, therefore the screw had to be left in the patient. The part of the screw protruding from the baseplate was cut off with pliers. The surgery was completed successfully with 30-minutes delay.